Manufacturer narrative:
An event regarding setting time involving simplex cement mix was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection was performed on two of the retain samples and one returned sample of the reported lot while mixing the cement product. No unusual characteristics were observed during the mixing. It was also stated that the cement was seen to have a homogeneous appearance. Functional testing was performed on two of the retain samples and one returned sample of the reported lot to verify the doughing time, working time and setting time of the product. The attached laboratory report show that the samples met the required specification for the test. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there has been one other similar event for the lot referenced. Conclusions: it was reported that the cement set too quickly, while the exact setting time recorded and how the setting time recorded were not reported. Functional testing was performed on three of the retain samples of the reported lot to verify the doughing time, working time and setting time of the product. The attached laboratory report show that the samples met the required specification for the test. Thus, the reported event is not confirmed. The event description indicated that "the temperature of the operating room was high. It was taken out of the refrigerator early". IFU review revealed that the doughing time at 23 centigrade is about 3 minutes and the setting time at 23 centigrade is about 9 minutes. The doughing time, working time and setting time become shorter, if the room temperature, the temperature of the bone cement components or the mixing container is high. The cause of this event could be related to temperature. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the exact setting time recorded and how the setting time recorded are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Simplex was used for the operation of the artificial scapular head. Cement was inserted into a cement gun using a humeral nozzle, but it hardened in about 3 minutes. Because hardening was quick at the time of inserting the stem, the surgeon hit it with a hammer and inserted it, and then the patient¿s bone broke. The cement was delivered to the operation room from central japan medical link on (B)(6) and kept refrigerated until the day of the operation. I took it out of the refrigerator 5-10 minutes before using the cement. The chief of the operating room requested that the cement was cured quickly and that there was no problem with the product. The remaining 40 grams of cement in one box is unused and is being collected for investigation. We will send the collected items.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other event for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Simplex was used for the operation of the artificial scapular head. Cement was inserted into a cement gun using a humeral nozzle, but it hardened in about 3 minutes. Because hardening was quick at the time of inserting the stem, the surgeon hit it with a hammer and inserted it, and then the patient¿s bone broke. The cement was delivered to the operation room from central japan medical link on july 22 and kept refrigerated until the day of the operation. I took it out of the refrigerator 5-10 minutes before using the cement. The chief of the operating room requested that the cement was cured quickly and that there was no problem with the product. The remaining 40 grams of cement in one box is unused and is being collected for investigation. We will send the collected items.